Event description:
The plaintiff alleges having developed a life treatening immediate hypersensitivity to latex. Plaintiff further alleges having suffered severe pain and suffering, and plaintiff will continue to suffer pain and suffering in the future. Plaintiff also alleges having incurred and will in the future incur medical care and treatment, and will suffer wage loss and loss of earning capacity. Additionally, plaintiff alleges having suffered and will in the future suffer mental strain, emotional stress and loss of enjoyment of life. Finally, plaintiff's spouse alleges loss of consortium.